Event description:
It was reported the patient underwent total hip arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation from patient noncompliance. The modular head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015- 00478 & 00592).